Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip appliers were being used for ligating the cystic duct. The device was able to load and fire clips multiple times without issues. Then the device would jam and would not fire. The surgeon had to cycle the device again, then it would load but after the next fire it would fire two clips at the same time. A clip fell into the cavity of the patient and was retrieved with a grasper. The surgeon was able to squeeze the handle when the issue occurred and the jaws were able to close. None of the clips were malformed. In order to resolve the issue and complete the case, opened a new clip applier. There was no patient harm. The patient outcome is alive, no injury.